Event description:
Pt alleges her autoimmune system is deteriorating. Operative report states pt developed problems with the breasts necessitating a lowering of the right implant pocket to achieve more symmetry. Subsequent to this, she allegedly developed a mild infection on the right side necessitating a brief period where the implant was removed and then replaced.